Manufacturer narrative:
Evaluation of the returned samples (14pcs) from the briggs revealed that the returned samples are within the specification of thermometer and meet astm e 1965, no problem was found. Thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests. The manual provide clear guide to the end user how to operate the manual, initial assessment is that the user not follow up the manual to operate device.

Event description:
It has been reported that the topco topcare health infrared forehead and ear thermometers are giving false low readings whether used on the forehead or in the ear per the provided instructions. The reported readings are 1-4 degrees fahrenheit too low as compared with other types of thermometers. This filing is being submitted because of the potential for an adverse event to occur.